Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead pacing lead impedance was rising steadily since (B)(6) 2016. The patient does not report any trauma in the (B)(6) time frame, but is a football coach, and said it is likely he may have been tackled during this time. It was further noted that the capture threshold had risen. On (B)(6) 2018, the asymptomatic patient presented in clinic. Loss of right ventricular capture was noted at high output, but the patient felt symptomatic to the high-output pulse. Lead impedance was also noted to be high and out of range. Lead fracture was suspected. Lead replacement was discussed.

Event description:
New information available on (B)(6) 2018 states that the lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during and after procedure.